Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to aseptic loosening. It is reported that during the procedure mineralization was present.